Manufacturer narrative:
Relevant patient code added to h6.

Manufacturer narrative:
Returned device was received in damaged physical condition and dried fluid in the plunger head and interconnect board. During the evaluation of the device, the issue was found to be replicated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was damaged due to fluid. There were no reported adverse events.